Manufacturer narrative:
A field service engineer (fse) went on-site and found a hole in the tubing through pinch valve pv21 (pv21 opens the path from the needle bellows to the vent waste chamber vc3 and also opens the drain path from vc3 to the differential waste chamber vc7) fse replaced the tubing and the leak was resolved. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak was a hole in the tubing through pinch valve pv21. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a bloody leak inside a coulter lh 500 hematology analyzer. The volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. No erroneous results were generated.